Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. At the time of the event, they utilized a betabionics ilet insulin pump. According to the reporter, on (B)(6) 2026, the patient¿s mother reported that the patient¿s dexcom g7 sensor was displaying glucose values within range, while a fingerstick blood glucose measurement showed 30 mg/dl. The patient collapsed during a dental appointment, prompting an ambulance to be called. The patient experienced seizures, loss of consciousness, shakiness, nausea, and vomiting. The patient was transported to the hospital, where glucagon was administered. The patient was discharged the same day. No other details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available